Manufacturer narrative:
The customer stated that 15 samples of product were identified leaking during the filling process at the pharmacy. Product identified leaking by the pharmacy was embossed with identification indicating the product was manufactured on cavity 6 from the manufacturing environment. Samples from the impacted lot were returned for evaluation and leaking product manufactured on cavity 6 was confirmed. The manufacturing environment was evaluated, and a tooling maintenance issue was identified. There was no report of patient involvement or injury related to this event. The investigation is ongoing. Should additional information become available, a supplemental report will be provided.

Event description:
The customer stated "it appears that the bag itself isn't sealed to the port in some cases. One other interesting thing that we have noticed - all the bags that are leaking have a small number 6 imprinted on the bag itself". 15 samples were identified for leaking by the pharmacy during the compounding process. There was no patient involvement for this event. Samples from within the lot were returned for investigation. No additional information is available at this time.